Event description:
The customer reported that the 9900 system had a milliamp error during a case. The 9900 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank and snubber board were replaced. The generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.